Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 05/26/2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that on (B)(6) 2016 an ambulance showed up to the patient's home due to a hypoglycemic event. The patient was administered a glucagon shot and refused going to the hospital. Patient reported cgm values of 115mg/dl compared to bg meter which displayed between 30-40mg/dl and cgm values of 81mg/dl compared to bg meter which read 45mg/dl. At the time of contact, the patient was fine. No injury or medical intervention was reported. Data was reviewed on 06/22/2016. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined.